Event description:
Pt reported that the strip info, printed on the test strip vial, had smeared. Patient's blood glugose was not affected and no treatment was recieved. Technical support requested the return of the suspect product and replacement product was shipped.